Manufacturer narrative:
Patient (B)(6) was entered into the scp f&a on (B)(6) 2017. The patient additionally had calcaneo-fibular and anterior talofibular ligament repair, debridement, osteophyte removal, and synovectomy. No intra-op complications were reported during the procedure. On follow up visits, patient reported pain scores were above baseline through the post-surgical 3rd month. No additional data on this patient is available as they were lost of follow up beyond the 6 month point. Additionally, surgical notes state that the subject sustained a right subtalar dislocation medial talar process pre-operatively, which may have contributed to post-op pain increase in numeric pain score. Additionally she had a bmi of 45 which may affect post-op outcomes. The product was not returned for the investigation, as it remains implanted in the patient. The DHR for the finished goods lot was reviewed, and no anomalies related to the complaint condition were noted.

Event description:
Subject (B)(6) experienced increased in baseline pain score after scp.

Manufacturer narrative:
Patient (B)(6) was entered into the scp f&a on (B)(6) 2017. The patient additionally had calcaneo-fibular and anterior talofibular ligament repair, debridement, osteophyte removal, and synovectomy. No intra-op complications were reported during the procedure. On follow up visits, patient reported pain scores were above baseline through the post-surgical 3rd month. No additional data on this patient is available as they were lost of follow up beyond the 6 month point. Additionally, surgical notes state that the subject sustained a right subtalar dislocation medial talar process pre-operatively, which may have contributed to post-op pain increase in numeric pain score. Additionally she had a bmi of 45 which may affect post-op outcomes. The product was not returned for the investigation, as it remains implanted in the patient. The DHR for the finished goods lot was reviewed, and no anomalies related to the complaint condition were noted.

Event description:
Subject (B)(6) experienced increased in baseline pain score.